Event description:
Consumer reported complaint for error message (e-3). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 08/27/2025 and test strips were opened the day of the call. The customer did not have another vial of test strips that had been stored and handled correctly.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. No defect found on returned meter. Defect found on returned test strips: results out of range. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Root cause: rc-072: vial left open for an extended period of time. Note: follow-up call was made by the manufacturer (incontact auto dialer) on 06/24/2024 to ensure the replacement products resolved the initial concern. Customer finished the questionnaire and indicated the replacement products resolved the initial concern.